Event description:
Spontaneous. Patient reports pump serial number (B)(4) was alarming with no error on screen. Patient reports not feeling well right before the pump alarmed. Patient has switched to back up pump and reports feeling better. Advised replacement pump will be dispensed. No further info, details or dates available. Did the reported product fault occur while in use with the patient? Yes did the product issue cause or contribute to patient or clinical injury? Yes, if yes, was any medical intervention provided? No; is the actual device available for investigation? Yes; did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes; was the patient able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.